Event description:
Emergency medical technician's responded to a person described as in full cardiac arrest. According to the rptr, the device would not charge or discharge from the paddle buttons and a delay in therapy occurred while a backup defibrillator was called for on another ambulance and used. The pt was not resuscitated.